Event description:
Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 982 mg/dl and a high ketone level identified as dangerous by healthcare provider. Elevated bg was addressed by a manual injection. Customer went to the ER on (B)(6) 2022 and was subsequently hospitalized for four days. Reportedly, customer was treated intravenously with fluids of saline, insulin and potassium. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.